Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 80-100mg/dl fasting. Verified the strips expire 5/21/2018. Customer confirms the strips have been stored in the bathroom and were first opened 12/30/2015. Customer confirmed performing blood test when finger was still wet with alchohol. Reviewed meter memory: (B)(6). "Customers concerned with 210 on 1/6/2016 6:04:00 am." Customer states she has a sinus infection.